Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, july 11th, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Duplicate complaint of MFR # 6000034-2012-01386; all further reporting will be under MFR # 6000034-2012-01288. Per patient's clinic, patient will not be reimplanted with a new device. The device is not available for analysis. (B)(4).